Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned nor has the identifying lot number been provided.

Event description:
The surgeon broke the tip off an mis reduction screwdriver during screw insertion.